Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material in the air/water tube and air/water cylinder and in the jet tube. There was also and burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of material could not be determined. It is likely that a leakage from switch 1 and the bending section cover may have hindered proper reprocessing, resulting in the foreign material remaining. Based on the investigation of the burn, it is likely that a high-energy endo-therapy accessory such as laser, high frequency, has been used without sufficient distance from the distal end section of the scope. A definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect it. Instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent it. The subject event can be detected and prevented by implementing in accordance with the following IFU. Instrucztions for gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for gif-ez1500 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.